Event description:
A customer reported experiencing a power source alert while using the pump, which eventually led to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support was unable to troubleshoot the issue because of the shutdown, so they decided to replace the pump.